Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an occlusion and patient death occurred. The 72% stenosed ostial lesion being treated was located in the mild to moderately calcified proximal left anterior descending (lad) artery. The lesion was not predilated. Ivus was performed and the physician deployed a 3.00x12mm taxus express2 drug eluting stent in the proximal lad. The physician also post ivused and noted the case was successful. The pt was taken to recovery. Fifteen minutes post the initial procedure, the patient was doing well the suddenly turned blue and coded. A nurse started CPR. The patient was intubated, and multiple attempts to defibrillate were unsuccessful. The patient was brought back to the cath lab. Angiography showed circumflex (cx) and lad were totally occluded. Rapid recanualization was performed. Inflations with a 3.0x12mm balloon (manufacturer unknown) were made and reopro was given. A suction catheter was used and the lad and cx were free of clots, but flow could not be reestablished. The cause of death is acute myocardial infarction was unknown at the time of this report.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.